Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: upon visual inspection, the item exhibits signs of heavy usage, including scratches on the head and noticeable discoloration. Furthermore, the female hex on the central screw is stripped and has become rounded. A functional check revealed that the central pin no longer operates correctly and fails to raise and lower to engage with the mating parts. Based on investigation, the root cause was attributed to a wear and user related issue. The incident occurred due to the hcps over-tightening the central screw, which led to the screw stripping. Additionally, multiple reprocessing cycles contributed to debris and micro-scratches along the central screw, resulting in improper fitting within the center of the proximal body trial. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the trial is broken. No impact on patient.

Event description:
It was reported that the trial is broken. No impact on patient.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.